Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H3 - device evaluatted - noted that device was not returned. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The investigation was conducted, with the methods and results as noted below. The product was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 251). The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Implant date: (B)(6) 2020. Flawed optic: optic surface reflection; patient sees the halo effect on the periphery of the optic. Post-operative complications; within 5 days after implantation, no inflammation. Lens remains implanted.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. "Lens surface reflection" is indicated as a potential malfunction in hoya IFU covered under the warnings section. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, an follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Implant date: (B)(6) 2020. Flawed optic: optic surface reflection; patient sees the halo effect on the periphery of the optic. Post-operative complications; within 5 days after implantation no inflammation. Lens remains implanted.